Event description:
Pump declared an altitude alarm 21, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer consulted technical support, who provided tips for preventing altitude alarms. Customer understood and acknowledged these tips and was able to resume insulin delivery with the original cartridge without needing to replace it. No further related issues were reported with the same pump serial number within the past month.